Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer received full pump reset instructions from technical support, chose to perform reset, and was able to interact with pump screen normally afterward.